Event description:
Report received from the distributor stated while cutting open the plastic shrink wrap on the pallet a razor was found. The razor blade fell out of the outer palletized shipping container when the top was taken off. It seemed like it was somehow tucked into the fold within the pallet. It was in the container that supports the pallet and not in a shipping container, so the product was unharmed. No injuries were caused.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Corrected information: section d2b - procode. Investigation summary: this complaint was received from cook medical to whom getinge corporation has a distribution agreement. The details are as follows. ¿as our iqc department was cutting open one of the pallets, this razor blade popped out at them. The razor blade fell out of the outer palletized shipping container when I took the top off. It seemed like it was somehow tucked into the fold. It was in the container that supports the pallet and not in a shipping container, so the product was unharmed. No injuries were caused by the blade.¿ the process of shipment starts at the manufacturer where the icast covered stent product is bulk packaged 12 catheter units to a box per (B)(4) final packaging and palletizing of endovascular and grafts finished goods. The product is then placed on pallets and sent to the sterilizer (steris) on atrium medical corporation trucks. The sterilized product is then delivered from the sterilizer to the getinge new jersey distribution center using a 3rd party shipping company. The product at this point has never left the original pallet from the site of manufacture. The product once received by the distribution center is then inspected for damage prior to removing the product from the pallets. The pallets are broken down and the individual bulk packaged product removed from the box. The individual icast catheter boxes are then inspected for damaged and placed into inventory storage shelves awaiting an invoice to move them from the warehouse to the product¿s final destination. In this case the destination was cook medical. Once the inspection is completed the distribution center provides a shipment verification form to atrium indicating that the product was received and inspected in good condition. If it was not received in good condition an ncmr would be issued and logged within the shipment verification form. For the lot numbers of product associated with this record no ncmr reports were generated. The product in this case was prepared for shipment to cook medical by placing the icast product back into bulk package shipping containers, placed on a pallet and then shrink wrapped for transportation. As the razor blade was found inside the shrink-wrapped pallet it is likely that the razor blade had either been placed on top of one of the boxes prior to shrink wrapping the product at the distribution center or had been placed on top of the pallet of bulk packed product from the freight company. In this case fedex freight was used. Based on the results of the investigation, the complaint confirms that the razor blade was present based on the image provided but has determined that the introduction of the razor blade occurred after the delivery of the product to the distribution center in new jersey where the product was provided in good condition. As such a scar was initiated to the distribution center in new jersey (dc). There have been no similar complaints identified.